Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy while using a tsw35 the surgeon reports the device would not fire while cartridges properly. The surgeon reports the staples were jamming in the back of the cartridge and one cartridge released staples before the black handle was pressed. Three devices and twelve reloads were used. The surgeon reports the blue reloads fire properly. The case was completed with the same devices. The rep stated over the phone the surgeon reports the blue reloads were fine and the difficulties were only experienced with the tsw35 and the tr35w reloads but insisted on sending back the blue reloads (tr35b) and device (tsb35) that were reported to function properly (sending these back per request of the contact person). The rep is sending back four tr35b reloads and eight tr35w reloads in addition to the three devices. There was no consequence to the pt.